Event description:
Related manufacturer reference number: 2017865-2021-30735. It was reported that the patient presented in clinic due to pain at pocket site caused by the pacemaker (pm). Interrogation of the device indicated that the right ventricular (rv) lead had high capture thresholds. The pm was repositioned and the rv lead was capped and a new rv lead was successfully implanted on (B)(6) 2021. The patient was stable throughout the procedure.